Event description:
It was reported, the patient had a leadless pacemaker (lp) implanted on (B)(6) 2023. At implant, capture thresholds were seen to be elevated, but it was decided to leave the lp implanted, as there was a chance the threshold would come down. The following day, the lp was interrogated. And the capture thresholds remained elevated, so the lp was explanted and replaced without issue. The patient was stable.